Event description:
The slowness of the subject programmer was reported followed by freezes during follow-ups. Investigations are required.

Manufacturer narrative:
The subject programmer was returned and was functional. It was repaired following the normal workflow and returned back to the field.

Event description:
The slowness of the subject programmer was reported followed by freezes during follow-ups. Investigations are required.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The slowness of the subject programmer was reported followed by freezes during follow-ups. Investigations are required.